Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, high pace impedance and noise with fifteen hundred short v-v intervals noted. As well, the lead was indicated to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the distal portion of the lead was returned, analyzed, and the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.